Event description:
The customer reported that an operator entered the incorrect height of a donor, which qualified the donor for a triple platelet collection. The operator incorrectly entered 6 ft 7in as the donor's height when the donor's actual height is 5 ft 7in. No ill effects were experienced by the donor and no medical intervention was necessary for this event. Per the customer, the incorrect entry of the height was not discovered until after the donor had left the facility. This report is being filed due to a device malfunction in the form of operator error that has the potential for injury.

Manufacturer narrative:
Investigation: the run data file was analyzed for this event. It was confirmed that the product volume discrepancy was below the 15% tbv threshold for the donor and all of the run parameters fell with in the safety box range. The accel-single run prediction tool was used to verify that the run on the donor did not exceed the allowable 1.2 infusion rate for anticoagulant. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: service history for the past year for the machine was evaluated. There were no issues noted in the service history that could have reasonably contributed to the reported condition. Root cause: user interface error resulting from a patient data entry error and not following the procedure to properly confirm the accuracy of the entry. Correction: the customer received feedback about data entry at the time of the reported incident. A report of user interface issues is distributed each quarter to sales and implementation for potential targeted training.